Event description:
It was reported that the user received an occlusion alert on the ilet when initiating a meal announcement, then experienced a prolonged high glucose and later changed the contact detach infusion set on the abdomen, primed until drops were observed, and reconnected without noting abnormal findings at removal. Symptoms included hyperglycemia with a highest fingerstick glucose of 449 mg/dl and cgm readings in the high range for approximately two hours. Outcomes included transient hyperglycemia without hospitalization. Investigation included remote troubleshooting and user-assisted infusion set replacement with tubing fill verification. Investigation of this case revealed an occlusion alarm during insulin delivery associated with the infusion set and tubing pathway, with resolution following site and set replacement, consistent with an intermittent infusion blockage. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set or tubing, user-resolved through set change and priming.